Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 900 mg/dl. The customer's wife stated that the customer experienced cardiac arrest as a result of the diabetic ketoacidosis as well. The customer was treated in the intensive care unit for 66 days, transferred to a different location and finally discharged. She was unable to provide all details of the hospitalization. She added that he had previously been hospitalized 3 years prior, also due to high blood glucose levels. The blood glucose reading was 1200 mg/dl during the previous hospitalization. She observed that the customer was pale. The cause of the previous hospitalization was unknown. She reported that they were experiencing issues with the sensor and was unable to provide further details. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.